Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were discrepancies between his sensor glucose and blood glucose that keeps causing his pump to unnecessarily suspend. His sensor glucose at the time of incident was 40 mg/dl but his blood glucose was 76 mg/dl. The customer stated that the threshold suspend feature would activate when the sensor glucose was in the 40 mg/dl to 60 mg/dl range, but his blood glucose would be much higher. Troubleshooting was initiated for the discrepancies. The customer confirmed that he was wearing his current sensor for a week and a half and he was advised to leave it in no longer than six days. Customer stated that his insertion sites have sometimes bled and he was advised on how to handle bleeding episodes and how to properly insert to prevent that from happening. The customer was advised to change his sensor. No products were returned and the customer was shipped two replacement sensors as a courtesy.